Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The patient was hospitalized one day after the event onset. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with injection reflin, intraperitoneally (ip), 1 gram, od (once a day); injection vancomycin, ip, 1 gram, every fifth day; injection fortum, ip, 1 gram, od, (all three treatments were for a duration of seven days). One day after being admitted, the patient was discharged from the hospital. On the same day, the patient¿s pd effluent was reported to be clear and the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.